Event description:
At 7:30 (4-29-93) ventilator check was done by respiratory therapist. Patient had bilateral branchial sounds decreased bases bilaterally. Patient was suctioned for small amount of light yellow endotrachael secretions. Patient returned to ventilator with same settings, prvc rate 12, vt 850cc, fi02 4, peep 3, pressure limit 38 cm h20. Frequent visits to patient room were made due to patient getting agitated easily and the need to srite notes. At approximately 8:10 ventilator alarmed. Responded to alarm and found ventilator was not cycling. Patient was cyanotic and tachycardic with pvc's. Patient manually ventilated, with 100% fi02, and color and ECG rhythm returned to normal. Patient checked by physician. Ventilator removed from service for investigation. Other devices in use at time of event are, hewlett-packard merlin physiological monitor, nelcor sa02 monitordevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-apr-93. Service provided by: other. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, visual examination. Results of evaluation: telemetry failure, none or unknown, none or unknown, none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device returned to manufacturer/dealer/distributor, device temporarily removed from service. The device was not destroyed/disposed of.